Event description:
Per the clinic, it was reported all electrodes were showing open circuits during a mapping session subsequent to sustaining a head trauma and the patient experienced a loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report.